Manufacturer narrative:
Product ID 37754 serial# (B)(4) product type recharger. Product ID 3778-45 serial# (B)(4) implanted: (B)(6)2012: product type lead. Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012, product type lead. Product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2012 product type extension. Product ID 37744 serial# (B)(4) product type programmer. Patient product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2012 product type extension. (B)(4).

Event description:
It was reported that the patient had no pain relief and the leads migrated. An x-ray on (B)(6) 2013 found that the leads had migrated. The leads were repositioned during a surgical revision on (B)(6) 2013. The event resolved without sequela on (B)(6) 2013.

Event description:
Additional information received reported that there was a loss of pain control. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. Additional information received reported that the event date was updated to 2013-(B)(6).

Manufacturer narrative:
(B)(4)